Event description:
User received erratic calcium results for 20 or more patient samples. Only the following two examples were provided. Sample 1, initial result 8.2 mg/dl, repeat 9.1 mg/dl. Sample 2, initial result 7.9 mg/dl, repeat 8.8 mg/dl. Erroneous results were not reported. The field service representative determined the issue was caused by air in the system and primed the reagent system. Performance tests were performed.